Event description:
It was reported that the customer had a black circle and a max fill on the screen. Customer's blood glucose level was 103 mg/dl two hours before the incident. Customer was trying to go through the fill tubing process. Customer stated that when she checked, her blood glucose level was 580 mg/dl. Customer stated that she will treat with a shot like she normally does. Customer stated that the date and time were incorrect. Customer stated that she had a temp basal running for 24 hours at 100%. Customer was walked through the steps to cancel the basal. Customer verified that the circle went away. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.